Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Visual inspection of the device was performed and confirmed the presence of a leak in the set, as there was a cut in the set approximately 1cm above y. The cause of the issue was undetermined. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same event as (B)(4).

Event description:
It was reported a solution administration set was found leaking due to a hole in the tubing. The leak was observed before use during priming. There was no patient involvement. No additional information is available. Report 2 of 2.